Manufacturer narrative:
Batch review performed on 16-sep-2021: lot 2006949: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: one week after primary rsa, a bone fracture occurs and the baseplate + glenosphere are mobilized. Traumatic events are not quoted in the report; the patient has visibly thin scapular bone and in general her bone appears to be weak and little dense, so the origin of the fracture is not defined. No reason to suspect a faulty device at the root of this adverse event. Picture investigation performed by medacta shoulder r&d manager: the x-rays confirm mobilization of the glenoid reverse construct towards the anterior direction. The picture of the baseplate shows residuals of hydroxyapatatite but no bone residuals. Given the information at hand it is not possible to identify the reason of the event.

Event description:
Revision surgery of the glenoid components due to bone fracture and mobilization, the patient has a poor bone quality. Primary performed on (B)(6) 2021.